Manufacturer narrative:
Reporting address line 1: (B)(6) reporting institution phone: (B)(6) reporter phone number: (B)(6)

Event description:
Philips received a complaint from the customer on the v60 indicating that the device displayed a 110a (near end pressure sensor automatic zero adjustment failed) alarm. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the gas delivery system to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.